Event description:
It was reported that this previously abandoned due to a lead fracture. No further information about the lead status aside from being surgically abandoned. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.